Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to the emergency room with low flows. It was stated that the caregiver performed a system controller exchange after the power to the house went out and they did not know what else to do. This was done without a power source connected. It was stated the pump was off for at least 3 minutes. Power was then connected and the pump restarted. The time on the system controller was one hour ahead of actual time. Data was only available from the patient's current system controller at the time. Log files were submitted for review. The beginning of the data captured the driveline (dl) already disconnected (B)(6) 2025 at 09:51 through 09:54. The driveline was reconnected on (B)(6) 2025 at 09:54 but no power attached to the system controller which resulted in low voltage hazard and no external power events. The ventricular assist device (vad) was running on the emergency backup battery (ebb). Battery power eventually connected at 09:55. Intermittent low flow events followed shortly after with the flow dropping just below the 2.0 liters per minute (lpm) threshold that resulted in audible low flow alarms. Pulsatility index (pi) values were slightly variable during these low flow events. The patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump stop and low flow alarms. However, a specific cause for these events could not be conclusively determined through this investigation. The submitted controller event log file contained events from 06mar2025. The file captured the driveline being connected to the controller and the pump ramping up to the fixed speed when it was connected to an external power source. Following the pump ramping up to the fixed speed, transient low flow hazard alarms were also captured. No other notable events or alarms were captured. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Following software updates, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The IFU and patient handbook provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. The IFU explains that if the pump loses external power, it may stop. If the pump stops, connect to external power immediately. The pump will not re-start unless external power is applied to the system controller. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm and driveline disconnect alarms, and provide information regarding how to respond to and troubleshoot the alarms. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.